Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level over 600 mg/dl, and ¿briefly passed out¿. Cause was unknown, and a specific bg value was not provided. Reportedly, the customer required assistance addressing bg level. A manual injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.